Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the luer activated valve. This issue was further described as, ¿dripping out of the hub¿. The leak was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation.  A visual inspection was performed to the images using the naked eye which revealed a leak in the y-site clearlink. The reported condition was verified.  Due to the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.